Event description:
The customer reported blurry image, and the lens seems to be missing during reprocessing involving an olympus autoclavable camera head. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.